Event description:
The customer reported that the system will not fluoro. No patient injury was reported.

Manufacturer narrative:
The ge service rep reseated the image processor pcb. He adjusted the workstation power supply to 5.13 volts, erased and reloaded the flash memory, and reloaded software version 10 and calibration files. The system is operating as intended.